Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material could not be definitively identified. A presumed cause of the reported event could not be established from the information provided towards this investigation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image on his olympus colonovideoscope was blurry and could not be corrected. According to the initial reporter, this event took place during procedure preparation and the intended procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying a blurry image due to a damaged charged coupled device unit. Additionally, the subject device had undergone insufficient reprocessing as foreign material was found blocking the channel. There was a gap in the directional knob due to a worn angle wire. The insertion amount was out of specification due to the angle wire having also been deformed. A perforation in the channel tubing was causing a leakage to occur. The light guide bundle was damaged. There was a crease in the connecting tubing and it was missing the protector. There was also a pin hole found in the number one switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.